Event description:
The complainant reported gastrostomy tube's balloon split after three days while still attached to the patient. The nurse was able to replace the tube because the stoma had not closed.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.